Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Correction added to field: d9. Additional information added to field h6 and h3. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it was presumed that the lever was broken due to external stress, which caused the tube to be unable to be connected. The user might have applied stress in the wrong direction, resulting in the external stress. The instruction manual states the detection method associated with the event in the following methodologies: 9 preparation and inspection 1 visually inspect the connecting tube to ensure that there are no cracks, breaks, rips, scratches, attached debris, or other irregularities. 2 move the lock levers of the reprocessor side connector to make sure that they function properly and are not broken. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
H4: device manufacturer date: date of manufacture cannot be determined since the lot number was not provided. The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An olympus representative reported that the hook part of the connector tube continued to break off. The reported issue was observed during reprocessing. There was no patient involvement.